Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges started down ramp exiting van when the entire side of the chair collapsed causing the chair to turn quick to the right and stopped dead ejecting consumer out of the chair and onto the concrete.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges started down ramp exiting van when the entire side of the chair collapsed causing the chair to turn quick to the right and stopped dead ejecting consumer out of the chair and onto the concrete.